Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Rio #156 registered acetabulum and got good readings and all numbers were with in parameters. Reamed and impacted cup and the dr noticed that the cup was not anteverted but retroverted instead. The robot put the cup in retroverted when the plan had it at 25 degrees of anteversion. The surgeon pulled out the cup and proceeded to finish the case manually. Surgical delay of 30 minutes. Session log files available in the complaints folder "s:/complaints/"nystrom hip retroverted cup". Per additional information provided: case type tha.

Manufacturer narrative:
Reported event: an event regarding an inaccurate impaction involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 156 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding cup placement discrepancy. There were 11 other reported events ((B)(4)). Conclusion: all system accuracy checks passed. A small rotational change in counter-clockwise direction was observed, but the overall pelvic accuracy was acceptable. The surgeon used robot to perform impaction before converting to manual impaction, and the system reported the cup as 37.66 degree of inclination and 25.17 degree of version while the plan is 38 inclination and 25 version. The data at this time shows the mako system operated as expected. No system defect or malfunction is suspected.

Event description:
Rio #156 registered acetabulum and got good readings and all numbers were with in parameters. Reamed and impacted cup and the dr noticed that the cup was not anteverted but retroverted instead. The robot put the cup in retroverted when the plan had it at 25 degrees of anteversion. The surgeon pulled out the cup and proceeded to finish the case manually. Surgical delay of 30 minutes. Session log files available in the complaints folder "(B)(4)". Per additional information provided: case type tha.